Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 07-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving clonidine 300 mcg/ml at 75 mcg/day, bupivacaine 30 mg/ml at 7.5 mg/day, and hydromorphone 10 mg/ml at 2.5 mg/day via an implantable pump for non-malignant pain and spinal pain. It was reported that healthcare provider was unable to aspirate catheter at pump replacement procedure today and he felt like there was "a little kink in the catheter" so he removed a piece. They put a new pump connector piece on to the existing catheter. The reporter inquired about priming bolus scenarios based on there being drug in the "old" catheter piece, and empty pump segment, and a new pump with no back table prime. The agent review with the reporter how water in the pump tubing would mix with drug in catheter and from pump reservoir, the approximate drug amount in the catheter based on ~73 cm of catheter that was not cleared of drug and how use of ptm would affect time for drug to clear.